Manufacturer narrative:
Device evaluation: the device was returned for evaluation. Rear housing was cracked on the side and front housing was chipped under latch lock. Event history log (ehl) showed 'no disposable' message. The reported problem was confirmed during the investigation. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications and device failed the pm-322 process. Actions taken to mitigate the issue: replaced the downstream sensor and expulsor assembly. The product is beyond 7 years from manufacture date of 2015-09 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump alarmed 'error no disposable pump'. Pump showed that it had 10ml left to deliver but only had 1ml left. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.